Manufacturer narrative:
(B)(6).

Event description:
It was reported that one of the bolts on the cart came loose and came off whilst the tmax was being wheeled to theatre. Tmax fell on to floor and on to the nurse's foot causing them pain and discomfort. Nurse unable to continue at work and had to go home and then unable to do their next shift. Engineers at hospital took the cart part completely to prevent it being used accidentally by other staff. Requires replacement.

Manufacturer narrative:
Original information was reviewed and it was identified that this event should be re-evaluated for MDR reporting: original event description indicated that the event occurred during the transfer of the cart from one operating room to other, thus this occurred before any surgical procedure was conducted with no patient involved. Initial report was done by mistake, as the event did not involve a patient or an event that may have caused or contributed to a death or serious injury. Additionally, the malfunction of the device would not be likely to cause or contribute to a death or serious injury if the malfunction were to recur as the failure is associated with transportation between operating rooms. Smith & nephew will review, evaluate, and investigate this complaint as part of our quality system.